Event description:
It was reported that the patient had great therapy for parkinson's disease for the first two weeks. The patient' s main issue had been rigidity, and she was able to walk freely after the 1st reprogramming session. Three days later, symptom control was not maintained. Over the two months prior to the report, the patient had been seen for multiple reprogramming sessions because therapeutic effect decreased after a few days and the patient would have intermittent relief of symptoms. The physician believed the right stn was the issue. Lead placement was determined to be fine. Movement and palpation did not cause changes in stimulation. Impedances were within normal limits and x-ray did not reveal any obvious fractures or insulation breaks. The implantable neurostimulator was powered on with 100% usage. The loss of therapeutic effect occurred bilaterally, but was worse with the right lead and left side of the body. A revision was done on the right lead on (B)(6) 2012. During the procedure, the lead was tested directly and determined to be functionally okay; impedances were within normal limits and the patient received good response. When testing the lead with the extension, the patient did not receive good response. The extension was replaced. In the process of connecting the lead to the new extension, multiple open circuits and damage to the lead occurred due to difficulty of trying to manipulate the devices in the lead/extension pocket and potentially due to repeatedly connecting/disconnecting throughout the testing process. The lead was removed and the new extension was capped. The implantable neurostimulator, left extension, and left lead were all in place and functioning well. The patient was doing fine, and was going to be reimplanted with a right lead after some time.

Manufacturer narrative:
Product ID 37642, serial # (B)(4); product type programmer, patient; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2012; product type extension; product ID 3389s-40, lot # v689884, implanted: (B)(6) 2012, product type lead; product ID 3389s-40, lot # v856680, implanted: (B)(6) 2012; product type lead; extension model unknown, serial # unknown, implanted: (B)(6) 2012, explanted: unk.

Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# v856680, implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type: lead. Product ID 3389s-40, lot# v689884, implanted: (B)(6) 2012, product type: lead. Product ID 37642, serial# (B)(4), product type: programmer, patient. Product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type: extension. Product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID 3389s-40, lot# v856680, implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type: lead. Product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type: extension. (B)(4).

Event description:
It was later reported that when the patient had the implant in 2012 the 'system had not worked.' It would not keep a program. The patient stated that everything had gotten fixed.